Event description:
It was reported that there was alert tone heard and the lead integrity alert (lia) was triggered. Upon interrogation it was noted that there was high sensing integrity count (sic) with non sustained tachycardia (nst) showing noise. The noise was reproducable with isometrics. The health professional thought the noise was due to muscle noise from the patient's chest and not a lead issue. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.